Event description:
Revision surgery - the surgeon decided to take the patient back to surgery for an infection. He decided to replace the condyles with a new one.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision detailed in this investigation occurred 46 days apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) could not be performed as the records have not been provided by zimmer-biomet as of (B)(6) 2017. The device was not verified to have gone through acceptable sterilization processes at the time of use during the previous surgery. Attempts were made to obtain records to verify acceptable sterilization of the device(s), however, no records from zimmer-biomet have been forwarded as of (B)(6) 2017. If the DHR and sterility records are received the complaint will be updated or an amendment to the complaint will be opened to document the review of the DHR and its sterilization status. Customer complaint history of the reported device (s), since the acquisition of zimmer-biomet, showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.